Event description:
It was reported to baxter mexico that a flogard infusion pump had an "undetermined malfunction." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of "undetermined malfunction" was confirmed during device evaluation as an f-2 alarm. The root cause was due to a damaged latch roller. The latch roller was replaced to resolve the reported condition.